Event description:
IV tubing broke apart during infusion. Manual clamp was on when this occurred, so no error/malfunction reached patient. I was flicking IV tubing to get air bubbles out, and IV tubing broke apart just above the pump segment. Med was able to be drawn out of tubing and given to patient, and tubing was replaced. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Vendor is medline, manufacturer is becton & dickinson. Medline confirmed they reached out to bd for the product failure.